Event description:
It was reported that the inner core was exposed and the outer layer was found to be damaged upon unpacking the first guidewire. Upon unpacking the second guidewire, the tip was found to be bent.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the returned sample was found to have the inner core wire exposed and tip bent. These observations of the exposed inner core wire and bent tip do not signify a failure mode of the manufacturing process. Although an exact root cause could not be determined a potential root cause could be wrong core material selection/design. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inner core was exposed and the outer layer was found to be damaged upon unpacking the first guidewire. Upon unpacking the second guidewire, the tip was found to be bent.